Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the complaint device revealed that the exit marker was bunched up and a kink was noted on the catheter. Functional analysis was performed and difficulty advancing the device through an endoscope was encountered. The noted defects likely occurred because a vacuum was not applied to the device prior to removing the protective sleeve or maintained during insertion through the endoscope. The directions for use (dfu) requires that a vacuum be applied to the balloon to maximize endoscopic passage of the balloon through the endoscope. The omission of these steps resulted in a different medical device response than intended by the manufacturer or expected by the user. Therefore, the most probable root cause is user/use error.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a gastroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the length of the balloon was able to be fully passed through the biopsy cap before the device became stuck, so they removed the device from the endoscope. They made another attempt while applying negative pressure to the balloon to promote balloon passage past the biopsy cap; however, the same event occurred. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Investigation results revealed the exit marker was bunched up, therefore this is now an MDR reportable event.